Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 4.00 x 16 synergy ii drug eluting stent was advanced to treat the lesion. However, post-deployment, it was noted that the stent struts were bent. A non-bsc balloon catheter was then used to post-dilated the damaged stent and the procedure was completed. No patient complications were reported and the patient's status was fine.